Manufacturer narrative:
Originally, it was reported that the patient suffered a cardiac tamponade requiring a pericardiocentesis. At some point, the remainder of the procedure was aborted secondary to slow drainage from the transseptal puncture site. There was no information about the hospitalization. Additional information was received on the event on (B)(6) 2017 clarifying that the patient suffered a pericardial effusion requiring no medical or surgical intervention. Post-transseptal puncture, the patient slowly became hypotensive. Echocardiography revealed a pericardial effusion that did not require pericardiocentesis. At mid-point, the remainder of the procedure was aborted secondary to slow drainage from the transseptal puncture site. Patient was transferred to the ward after the procedure and was discharged from the facility the following day. Since there is no evidence that medical/surgical intervention or prolonged hospitalization was required for the treatment or prevention of permanent damage to the patient, this adverse event was re-assessed as not MDR reportable. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 17679072l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant product: lasso navigational variable eco catheter, us catalog #: d134302, lot #: 17679072l. (B)(4).

Event description:
It was reported that an (B)(6) female patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with lasso navigational variable eco catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, the lasso navigational variable eco catheter displayed distortion with the variability (undefined). It was noted that maneuvering the lasso navigational variable eco catheter was challenging. Physician was unable to reach the d curve. Lasso navigational variable eco catheter # 1 was replaced with lasso navigational variable eco catheter # 2 and the procedure continued. The issues with the first lasso navigational variable eco catheter were assessed as not reportable. At some point, the remainder of the procedure was aborted secondary to slow drainage from the transseptal puncture site. Patient was transferred to the ward after the procedure. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The assessment was made to report this event under lasso navigational variable eco catheter #2 which was the replacement catheter.

Manufacturer narrative:
Additional information was received on january 16, 2018 on the event. Patient did not require extended hospitalization as a result of the event. Patient fully recovered with no residual effects and was discharged from the facility the following day. There were no patient factors cited that may have contributed to the adverse event. It was noted that the adverse event was not attributed to any biosense webster, inc. Products. Physician¿s opinion regarding the cause of the adverse event is that it was related to transseptal puncture. Transseptal puncture was performed with a st. Jude medical brk transseptal needle. There is no sheath information. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. There is no information regarding irrigated catheter flow setting or anticoagulation during the procedure. There is no information regarding shaft proximity interference value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure. Per the additional information stating that the adverse event was not attributed to any biosese webster, inc. Products and the physician¿s opinion regarding the cause of the adverse event, the reportability for the biosense webster, inc. Product is re-assessed to concomitant product. Additional concomitant products: 1.non biosense webster, inc. - st. Jude medical brk transseptal needle 2.smarttouch catheter us catalog #: unknown lot #: unknown 3. Carto 3 system us catalog #: unknown lot #: unknown also, additional information was received providing a correction on the alert date as it was originally reported as (B)(6) 2017. The correct alert date of the event was november 17, 2017. (B)(4).